Event description:
It was reported that pump displayed a minimum fill notification when customer attempted to load cartridge, and reloading same cartridge did not resolve issue. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case as instructed, then technical support guided customer through filling and loading new cartridge using proper technique, after which customer successfully loaded cartridge onto pump, placed pump back in case, and resumed insulin delivery.